Event description:
Allegedly, patient was under anesthesia and prepped for a procedure, scope was set-up for use and there was no image. The hospital did not have a backup scope available. Procedure had to be aborted without completion.